Event description:
It was reported that the pump history was showing abnormal alarms observed on the system monitor. Along with the low flow alarms, there was a message underneath the low flow that was never seen before. During the analysis of the submitted log file, noted 51 low flow events between (B)(6) 2018 16:21:49 to (B)(6) 2018 8:57:44. The system monitor was restarted, and the issue resolved. There was no adverse patient impact.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown message appearing on the system monitor ((B)(6)) was confirmed. The provided picture of the system monitor revealed unsubstantial lines of text comprised of letters, numbers, and characters below the low flow alarms. Restarting the system monitor resolved the issue. No log files were forwarded to the product performance engineering group for further analysis, and the system monitor remains in use. No further issues have been communicated. The root cause of the reported event was unable to be determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor serial number (B)(6) was shipped to the customer on 14sept2011. The heartmate ii instructions for use (IFU) (rev. H, section 4 ¿system monitor¿) instructs users on how to properly set up and use the system monitor. The heartmate ii IFU (rev. H, section 4 ¿system monitor¿) recommends that users contact abbott if the system monitor¿s screen is not working. No further information was provided. The manufacturer is closing the file on this event.